Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the auto-off time was set for 15 hours. The history showed that the pump was suspended on (B)(4) 2013 due to the auto off feature and that there were no button presses made within the 15 hours prior to the auto off being enabled. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with the auto off feature disengaged. At the conclusion of testing the pump was still delivering with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (auto off) issue. The reporter stated that the pump emitted an auto off when it should not have. The reporter stated that the auto off feature was set for 15 hours and the patient reported that the pump was used earlier in the day to bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.